Event description:
Customer reported that a male was undergoing a cardiac cath procedure to rule out cad. A 5fr catheter was placed in the left ventricular for the lv gram procedure. The luer lock from the model # 900101 syringe came detached during the injection. Customer reported that contrast squirted onto the floor and the lower part of the pt drape, no contrast splatter on the staff or pt. The protocol used for the procedure was 10ml/sec for a total volume of 30ml at 1000 psi.

Manufacturer narrative:
Root cause unidentified: root cause cannot be determined since sample is not available. Investigation: a data search revealed no other complaints for lot# 7082101. Conclusions: defect was not confirmed since it could not be duplicated. Functional and visual evaluations were not performed since no sample was rec'd for eval. During the mfg of this lot it was applied a pressure test at 1300 psi which is greater than the pressure used 75-1200 psi by the customer. Pressure test method was followed according instruction. Device history record was reviewed and no discrepancies related to this issue were found.